Event description:
It is reported that the pt is experiencing pain, surgeon said the knee is slipping.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the returned x-rays appear to exhibit a gap at the proximal end of the anterior flange. Radiolucent lines appear to exist along the anterior flange and along portions of the anterior chamfer; however, the source of these radiolucencies is unk. Femoral component loosening, in general, can be due to many factors including, but not limited to, insufficient bone contact with the implant, micromotion, pt activity, or pt weight. With the available info and given the number of possible permutations that could lead to femoral loosening, the exact cause of failure cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.